Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, there was an issue with scanning the fingerprint. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that bio ID was not scanning the fingerprint. A technical support specialist advised the customer that the pyxis password was tied to the active directory password, so the user needed to reset the active directory password if they forgot the password. The system functioned as intended after the technical support specialist investigated the device.